Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, the needle on the fast-fix was broken. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
H10 h3, h6 part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A product evaluation revealed the needle tip broke off from stress at the bend of the needle where the molded plastic covers. The t1 and t2 anchors and suture are still attached to the broken needle tip. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Without the requested clinical information, the reported fast-fix needle breakage could not be further assessed. The needle is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage/retained foreign body during the procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the drill fragment could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated.